Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the anterior cutters did not cut and made a strange sound during a cataract / anterior vitrectomy procedure. Aspiration was present. The vitrectomy probes were replaced and the procedure was completed; however, the noise was still present. There was no patient harm.

Manufacturer narrative:
No service record (sr) was opened for this complaint; an sr was opened after the date of occurrence to perform preventative maintenance. The system was found to meet all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Two opened vitrectomy probes were received for evaluation. Sample #1 was visually inspected and found non-conforming with a crack in the probe body. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all three functional tests. Sample #2 was visually inspected and found conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut tests. Sample #2 was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area of the inner cutter. The cutting edge of the inner cutter was damaged. The o-rings, spacers, spring, and diaphragm are all intact. A review of the device history records (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The complaint evaluation did confirm that one of the returned probes had a cut issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).